Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a ureteroscopy procedure performed on an unknown date. During the procedure, a basket wire broke, and the sheath was torn at the distal end while attempting to extract the stone. The broken wire was still connected to the device. The basket was removed, and a different basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter name and address: this event was reported by the healthcare facility. (B)(6). Adverse event problem: (B)(4).